Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the instrument snapped inside a patient. The broken drill bit 8mm long in glenoid. Identified a few weeks after surgery. No further information was provided.

Event description:
It was reported that, the instrument snapped inside a patient. The broken drill bit 8 mm long in glenoid. Identified a few weeks after surgery. No further information was provided.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation (implanted in patient's glenoid). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.